Manufacturer narrative:
Device was not returned tp resp;ve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient.

Event description:
Rst sr project manager, brent skaw, states "hello complaints team, received a complaint from dps today on a revision surgery that happened for screw backout. No product will be returned, there is an image of the locking tab wing broken once removed from the body. Dps is currently collecting additional information and will share it once they have it."